Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that legacy matrix drawer 6 was intermittently failing due to a faulty controller board, which caused the diagnostics tool to incorrectly report the drawer as open when it was closed. A field service engineer powered down the device, replaced the controller board, and rebooted the system to resolve the issue. The fse verified the matrix drawer was operational in the diagnostics tool and customer was able to open and inventory the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system drawers failed. The customer stated that the malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.